Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the 12 lead does not work. The cables were swapped in an attempt to identify if a cable issue was occurring or if the issue pertained to the monitor. Brand new cables were connected, however the monitor still would not register EKG (electrocardiogram) leads. The device was in use on a patient at the time of the event, however user indicates no impact to patient care occurred.